Event description:
The customer reported the display is broken. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer, and the reported issue was verified. The display was found to be defective. Replacing the display resolved the problem. The device passed testing and was returned to the customer.